Event description:
Complainant alleged that while attempting to treat a 31-year-old female patient, the device displayed a "pace defib device failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for the return of the suspect device. The customer stated that the log files were deleted and could not be provided for review. The device and logs have not been returned to zoll for evaluation.